Event description:
It was reported that bd insyte leaked. The following information was provided by the initial reporter: client with complaints about leakage in iag 24. Iag showing leaking in fluid infusion, no root cause detected yet, may be human (technical) or product failure. Client did not keep product for analysis. Additional information received on 12jun2025 what I can tell you is that there was infiltration in both cases. The event occurred on 06/09/2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) video sample was received for evaluation by our quality team. Through examination of the video, a 24g catheter was observed connected to a syringe. The customer pressed the syringe plunger while holding the tip of the catheter and bending it sideways, and a leak was observed at the catheter/adapter connection. As a lot number was unknown for this incident, a review of the production history records could not be completed for this incident. Based on the sample investigation, it is probable that this incident resulted from the assembly process when the vialon is inserted and/or when the vialon is crimped into the wedge. It is also possible that this incident resulted from damage to the molded adapter that could cause leakage or interfere with the catheter/adapter assembly. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.